Event description:
The customer reported the ventilator was alarming during normal ventilation operation due to a pressure sensors failure. The customer reported the device was in use on a patient and there was no patient harm. During normal ventilation operation, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The field service engineer inspected the unit and duplicated the reported problem and replaced the data acquisition pcba. The unit passed applicable testing.